Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative . The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the CPR handle needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter did not performed any preventive maintenance on this bed. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR handle to resolve the reported event. Based on this information, no further action is required.